Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The patient did not experience any pacing inhibition due to the noise. No adverse patient effects were reported. The lead remains in service.